Manufacturer narrative:
Product complaint # (B)(4). Section e1-- initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 1.5mm x 4cm galaxy g3 mini (glm915040, l16919) was connected to an enpower control cable (ecb00018200, k10545) as a pre detachment electrical check and there were no problems. The complaint coil was attempted to be detached but it failed. It was replaced with a competitor¿s product. There was no patient injury reported. Additional information received indicated that the device was removed from the patient without additional intervention. There was no significant prolongation of the procedure due to the event. No additional information is available. The device was discarded; therefore, no product investigation can be performed. A manufacturing record evaluation was performed for the finished device l16919 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil - failure to detach¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization, a 1.5mm x 4cm galaxy g3 mini (glm915040, l16919) was connected to an enpower control cable (ecb00018200, k10545) as a pre detachment electrical check and there were no problems. The complaint coil was attempted to be detached but it failed. It was replaced with a competitor¿s product. There was no patient injury reported. The customer states there is no additional information available.